Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open ¿ efaa/establish final arm angle/testing the lock) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported unintended movement associated with clip opened during testing the lock/efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+ and restricted leaflets. One clip was successfully implanted. To further reduce mr, an additional clip was inserted and placed on the valve. However, while establishing final arm angle (efaa), it was observed the clip opened. Troubleshooting was performed, but the issues continued to occur; therefore, the clip delivery system (cds) was removed and replaced. One clip was then deployed on the mitral valve, reducing mr to a grade of 2+. There were no adverse patient effects and no clinically significant delay in the procedure.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+ and restricted leaflets. One clip was successfully implanted. To further reduce mr, an additional clip was inserted and placed on the valve. However, while establishing final arm angle (efaa), it was observed the clip opened. Troubleshooting was performed, but the issues continued to occur; therefore, the clip delivery system (cds) was removed and replaced. One clip was then deployed on the mitral valve, reducing mr to a grade of 2+. There were no adverse patient effects and no clinically significant delay in the procedure.